Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's underdose like symptoms were not defined as a device related issue after interrogating the pump and showing clinicians no evidence of any motor stalls or programming errors. The family expressed their belief that the infusion change happened when the patient moved into different positions. However, the healthcare providers (hcps) did not discuss this with the rep and they had not reached back out regarding this patient. The clinic planned to do a dye study to ensure catheter patency; however, the reps were not made aware of the results. When the rep consulted with the patient and their family their weight was not taken. The device remains implanted and in use. The hcps' plan was to test the catheter patency and continue to monitor the patient's status, as well as make appropriate dosage changes to keep them in the therapeutic window they responded best to.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2016. Product type: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-apr-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had been having intermittent overdose and underdose symptoms since pump replacement. The patient had dosage changes (B)(6) 2023, (B)(6) 2023, and yesterday. The patient arrived at the ER (emergency room) yesterday and the dose was decreased by 10% and switched from simple continuous to flex dosing. The pump logs confirmed no motor stalls, and it was confirmed that the correct dosing and concentration values were entered each time. The physician thought the catheter was kinking when the patient sat up versus being supine because the pump touched the patient¿s ribs when sitting up. It was noted that the patient was extremely thin, and that the patient was very sensitive and symptomatic with a small window of dosage changes.